Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when inserting the locking screw, the surgeon attached the screwdriver bit to the power tool and inserted the screw. The plan was to replace the power tool with a manual screwdriver handle just before locking, but he inserted it with power tool until it locked, and the tip of the screwdriver bit was twisted off. The tip of the screwdriver is remained to the screw head."

Event description:
As reported: "when inserting the locking screw, the surgeon attached the screwdriver bit to the power tool and inserted the screw. The plan was to replace the power tool with a manual screwdriver handle just before locking, but he inserted it with power tool until it locked, and the tip of the screwdriver bit was twisted off. The tip of the screwdriver is remained to the screw head."

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed the following: the identification of the device is confirmed based on the lot number and the catalog number marked. The visual inspection has shown that the tip of the received screwdrivers is broken off due to clear torsional overload. Indeed, the torsion lines of the breakage were clearly visible . A microscope picture showed the torsion lines of the breakage even more clearly. Over torque can therefore be defined as the root cause for this case. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance to the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was finally attributed to a user related issue. The failure was caused by applying too much torsional and lateral force which did lead to a mechanical overload during implantation. If more information is provided, the case will be reassessed.